Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Ethnicity - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was not going over the wire smoothly. They did not feel comfortable using the device. They opened another angio-seal device and it went fine. Patient was in stable condition. There was no patient injury, medical/surgical intervention required. The procedure outcome was successful. Additional information was received on 28april2020: when they loaded it on the wire it was not going smoothly. The procedure for the patient prior to closure was a (cli) case leg revascularization. The sheath size used was a 6 french. A pre deployment angiogram was performed. It was never put into the body, it felt strange when it was on the wire, so it was not used.